Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4410 ml. The fill volume was 2500 ml; this meets iipv criteria. On (B)(6) 2010, due to the patient's health condition, the patient was placed on hemodialysis. While in the hospital the patient had several strokes and several myocardial infarctions (mis). On (B)(6) 2010, while in the hospital, the patient died. The reported cause of death was cardiac related. The events of several mis, strokes, cardiac issues and fatal cardiac related death were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.